Event description:
It was reported the patient¿s internal neurostimulator (ins) was explanted due to being dead after one year. It was noted the patient was sick and taken to the hospital by ambulance. It was reported the patient became ill a day or two before explant. It was noted the patient was admitted to the emergency room due to illness, pain, throwing up non-stop, bleeding from the nose and mouth, dehydration, low potassium levels, and bent arms that looked deformed. It was reported the patient was discharged three days after explant. It was noted the patient was still in pain and sore from surgery. It was reported the patient¿s ins was replaced. It was noted the patient was afraid to sneeze, use the microwave, go to the dentist, or do anything for fear they would disrupt the ins.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had to be rushed back to the hospital on (B)(6) 2014 because their implantable neurostimulator (ins) died. The patient's device was replaced on (B)(6) 2014. The patient stated that when they were rushed to the hospital and the ""potassium all left my body." The patient stated they were in critical condition and they were so sick they thought they were going to die. The patient noted they were in the intensive care unit for 15 days. The patient had gotten used to the ins coming on and off so they did not realize the ins had died. The patient stated their ins died in less than a year, about 10 months, but their manual stated it should last 5-10 years. The patient noted they had "everything turned up as high as it will go."